Event description:
Pt reports when she removed cap from pre-filled cassette, the medication sprayed out everywhere, as she began priming the extension set. She said the line felt like I had a lot of pressure in it, like a fire hose does. No further details provided.